Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported error resulting in additional intervention could not be conclusively determined. A review of inspection results for this serial number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications.

Event description:
During an atrial fibrillation ablation procedure the ep-4 stimulator touchscreen displayed an error on stimulation channels. The stimulator was restarted but the issue was not resolved. The procedure was completed with an external pulse generator with no adverse patient consequences.